Event description:
It was reported that the patient went to the hospital due to glans pain with an inflatable penile prosthesis (ipp). Examination did not reveal inflammation or infection. Two weeks later, a surgical procedure was performed in which the existing 18 cm lgx cylinders were removed and replaced for a set of 14 cm cxr cylinders. During the procedure, it was confirmed that the length measurement was incorrect and this mismatch was the cause of the pain. There were no other symptoms or device malfunctions associated with the explanted device. The patient was stable and improved following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product analysis was unable to confirm the reported event of pain due to the cylinder length being too long. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. Visual inspection of the cylinders was performed. The kink resistant tubing (krt) of both cylinders was cut down to the window connector; however, no leaks were identified. Functional testing revealed both cylinders performed within specification. Labeling review: the ams 700 instructions for use (IFU) lists pain and penile curvature from a cylinder length too long as potential adverse events associated with implant of this device. The ams 700 operating room manual (orm) includes instructions on how to select the appropriate cylinder size. Therefore, the reported events are included in the product labeling and instructions surrounding how to select the appropriate cylinder size are included in the orm. Investigation conclusion: based on the information available, a conclusion code of failure to follow instructions was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to glans pain with an inflatable penile prosthesis (ipp). Examination did not reveal inflammation or infection. Two weeks later, a surgical procedure was performed in which the existing 18 cm lgx cylinders were removed and replaced for a set of 14 cm cxr cylinders. During the procedure, it was confirmed that the length measurement was incorrect and this mismatch was the cause of the pain. There were no other symptoms or device malfunctions associated with the explanted device. The patient was stable and improved following the procedure.

Event description:
It was reported that the patient went to the hospital due to glans pain with an inflatable penile prosthesis (ipp). Examination did not reveal inflammation or infection. Two weeks later, a surgical procedure was performed in which the existing 18 cm lgx cylinders were removed and replaced for a set of 14 cm cxr cylinders. During the procedure, it was confirmed that the length measurement was incorrect and this mismatch was the cause of the pain. There were no other symptoms or device malfunctions associated with the explanted device. The patient was stable and improved following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product analysis was unable to confirm the reported event of pain due to the cylinder length being too long. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. Visual inspection of the cylinders was performed. The kink resistant tubing (krt) of both cylinders was cut down to the window connector; however, no leaks were identified. Functional testing revealed both cylinders performed within specification. Labeling review: the ams 700 instructions for use (IFU) lists pain and penile curvature from a cylinder length too long as potential adverse events associated with implant of this device. The ams 700 operating room manual (orm) includes instructions on how to select the appropriate cylinder size. Therefore, the reported events are included in the product labeling and instructions surrounding how to select the appropriate cylinder size are included in the orm. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. Corrected fields are h6: evaluation conclusion codes and h10: additional MFR narrative.